Manufacturer narrative:
Clinical investigation: there is a temporal relationship between hemodialysis utilizing the 2008t machine and the patient event of cardiac arrest with subsequent death. However, there is no documentation to show a causal relationship between the adverse event and the use of the 2008t machine. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The suspected cause of the patient¿s cardiac arrest and death is related to a cardiovascular event. The patient has a history of type ii diabetes mellitus, transient ischemic attacks, and a possible myocardial infarction. Of all known causes of death, cardiac arrest and arrhythmia are the single greatest cause of death in dialysis patients constituting nearly 78% of all cardiovascular causes of death. Only 40% of patients that experience cardiac arrest during treatment are successfully resuscitated. Diabetic patients in particular are more prone to this type of death. Based on the available information and no allegation or evidence of a machine malfunction or deficiency, the 2008t hemodialysis machine can be excluded as the cause of the patient¿s cardiac arrest and death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no onsite evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. A device manufacturing record review indicated there were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021 fresenius technical support was notified of a patient coding during treatment on the 2008t hemodialysis (hd) machine. The caller had a question about the last blood pressure (bp). The bp history screen was blank. The machine was set to clock. A field service engineer was dispatched for evaluation as a courtesy. Additional information was obtained through follow-up with the hd clinic charge nurse. On (B)(6) 2021 this hd patient arrived for a regularly scheduled dialysis treatment. At 11:00 am the patient was initiated on a three and a half hour dialysis treatment utilizing the fresenius 2008t hemodialysis machine. At approximately 1:00 pm the patient went into cardiac arrest. The patient was rinsed back with normal saline (volume not provided) and treatment was discontinued. 911 was activated and resuscitative efforts were initiated by the staff. Emergency medical services (ems) arrived at 1:10 pm and they took over the code. Despite resuscitative efforts, the patient was pronounced deceased at the hd clinic prior to transport to the hospital. The cause of death has been attributed to a cardiovascular event; however, the documentation has not been received with the official cause of death. The patient did not encounter any issues with the 2008t machine during the treatment. The clinic investigation of the 2008t machine documented that the machine functioned appropriately as designed during the patient¿s treatment. The field service evaluation was completed; however, the machine has not been put back into service at this time.